Event description:
A surgeon reports a hole was noted in the intraocular lens (iol) following insertion. Enlargement of the incision was required to accommodate iol removal and replacement. The surgeon felt the hole was caused by the person folding the lens with forceps.